Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned. Additional information obtained from the field which indicated that the rate sense portion of this lead was capped due to high pacing threshold measurements. No additional adverse patient effects were reported.